Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on, [additional information]: on 10-mar-2026, additional information was received indicating that the 150cm x 5cm prowler select plus microcatheter is not available to be returned. Updated sections: b.4, g.3, g.6, h.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the posterior communicating artery, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9599748) was impeded in the hub of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31659836) and could not be pushed into the microcatheter. The physician removed the microcatheter and the stent from the patient and replaced both devices to complete the procedure. There was no report of any negative impact on the patient. On 11-feb-2026, additional information was received. The information confirmed that the procedure was targeting an aneurysm on the posterior communicating artery. When the stent was removed from the patient, it was still on the delivery wire; it was not known if there was damage noted on the stent / stent delivery system. It was not known if there was damage noted on the microcatheter. The replacement stent was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative patient impact, and no procedure delay due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: per new requirement from cac (cyberspace administration of china), in case complaint reporter¿s hospital is related to military, police department, military academy/institution, political party, government organ/agency or classified unit [1], the name of such employer should be desensitized and redacted prior to be transferred abroad. The account name and facility name were not allowed to be displayed in the relevant area. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot: (31659836) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.